Manufacturer narrative:
Additional information was received noting that this file (B)(4) and regulatory report#2029214-2025-02577 is related and is merging to file (B)(4)/2029214-2024-00070. Any further information will be reported from 2029214-2024-00070. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the resistance previously described was felt with the navien 058 and phenom 27 c atheters as they were being advanced through the first rist catheter. A kink in the rist catheter was observed on the "rica pre" angiogram obtained at 6:10:38pm. It is presumed that there was increased load on the rist catheter in the left cervical internal carotid artery (ica), specifically in the loop segment. Upon removal, the rist catheter demonstrated a kink, and the aristotle microwire also appeared kinked at the same location as the rist kink. To continue the procedure, a new rist catheter, navien catheter, and aristotle microwire were subsequently introduced.

Event description:
Medtronic received a report that the rist 079 radial access guide catheter kinked during procedure. It was reported that there was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee. There was no impact to the patient. There was no additional medical intervention required to prevent permanent I njury or impairment. The rist 079 radial access guide catheter kinked during procedure. Per the index procedure report: contrast was injected into the rist 079 radial access guide catheter in the right internal carotid artery for imaging in multiple projections. A coaxial assembly comprising a navien 058 intermediate catheter over phenom 027 microcatheter and aristotle 24 microwire were then prepared in the standard fashion through a series of rotating hemostatic valves connected to a pressurized infusion of heparinized saline. Under roadmap guidance, the microcatheter-microwire assembly was gently advanced through the guide catheter and into the right internal carotid artery and into the right m1 segment. However during this there was some herniation of the rist catheter due to a cervical right internal carotid artery (ica) vessel loop causing increased resistance. A terumo glidewire was attempted to be advanced into the rist catheter to reduce the herniation but met resistance. Under fluoroscopic visualization an area of kinking of the rist catheter was observed at the origin of the right common carotid artery. The rist radial access catheter, navien 058 intermediate catheter, phenom 27 microcatheter, and aristotle 24 microwire were removed. The rist radial access guide catheter was found to be kinked and the aristotle 24 microwire also appear damaged. The rist radial access guide catheter and aristotle 24 microwire were disc arded. Subsequently, a coaxial assembly comprising a new rist 079 radial access guide catheter over rist simmons select catheter over terumo glidewire was prepared in standard fashion over series of rotating hemostatic valves connected to a pressurized infusion of heparinized saline. The procedure was completed with no further reported issues. The patient's medical history includes previous cigarette smoker; adha; sleep apnea; depression; anxiety; borderline personality disorder.

Manufacturer narrative:
A2 date unknown, birth year is valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.